Event description:
The MFR received info alleging a pt was hospitalized for low blood oxygen saturation while using an evergo oxygen concentrator that reportedly was not detecting a breath, but was alarming. There was no report of permanent harm or injury to the pt.

Manufacturer narrative:
The device was returned for evaluation. The allegation of the device alarming was confirmed. The MFR found the compressor manifold to be leaking causing the device to alarm. The device was found to have an oxygen concentration of 50% which is below the minimum specified oxygen concentration of 86%. The device's low oxygen concentration alarm sounded as designed for this condition during testing. Product labeling states that when the oxygen concentration alarm occurs, it is recommended to change to another source of oxygen and contact your equipment provider. A review of the manufacturer's adverse event database from 01/01/2008 to 01/23/2011 and confirmed there have been no other similar issues reported. The MFR concludes the device labeling is adequate to indicate an alternate source of oxygen must be available for pts who cannot maintain sufficient blood oxygen saturation in the event of a device malfunction.